Event description:
Same case as: 2134265-2014-00728, 2134265-2014-00795. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During procedure, the motor drive unit was used in conjunction with a coronary catheter to visualize the lesion. When the physician attempted to observe the image by pressing the pullback button, it was unable to perform automatic pullback. A medical technologist confirmed that the pullback button on the touch panel screen displayed a blue color. The physician then pressed the pullback button from the side of the motor drive unit and it started to perform pullback. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).